Manufacturer narrative:
Investigation summary: received a pink adapter connected to a miscellaneous extension set and wrapped up on medical dressing. DHR review was not performed as the lot number associated with this account was unknown. Visual examination: upon removing the dressing, it was noticed the adapter received was not a bd product. The adapter received was missing the catheter tubing. Conclusion(s): root cause not determined ¿ the material received for evaluation was not a bd product, therefore root cause could not be determined.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked and separated from the hub. This was discovered during use. The following information was provided by the initial reporter: material no: 382533 batch no: unknown. It was reported that when patients right a/c was flushed it leaked. And when dressing was removed and IV gently taken out, rn immediately noted that there was no IV catheter attached to the IV hub. Description: rn noted that 20ga IV in patient's right a/c flushed but was leaking slightly. A new 20ga IV was successfully placed in the left forearm and the IV on the right was flushed again, noting leaking. Right IV dressing was carefully removed and IV gently taken out. Rn immediately noted that there was no IV catheter attached to the IV hub.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked and separated from the hub. This was discovered during use. The following information was provided by the initial reporter: material no: 382533, batch no: unknown. It was reported that when patients right a/c was flushed it leaked. And when dressing was removed and IV gently taken out, rn immediately noted that there was no IV catheter attached to the IV hub. Description: rn noted that 20ga IV in patient's right a/c flushed but was leaking slightly. A new 20ga IV was successfully placed in the left forearm and the IV on the right was flushed again, noting leaking. Right IV dressing was carefully removed and IV gently taken out. Rn immediately noted that there was no IV catheter attached to the IV hub.